Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) patient experienced urethral atrophy that caused recurring incontinence. No device malfunction . All components explanted and replaced. No adverse patient effects.